Event description:
It was reported, the high definition lcd monitor displayed no image and the power shut down. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that the device displayed no image, and the power shut down was confirmed. Based on the results of the investigation, it is likely that the no image and power turns off occurred due to the faulty g1 board. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.